Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator presented to the clinic with power elevations and speed reductions with alarms. Upon interrogation, it was noted that the pt's low speed limit was set at what the set speed was at; however, the pt was experiencing speed reductions and power elevations. The pt was admitted into the hospital.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.